Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. "The complaint of a leak in the infusion set was confirmed and the cause is currently under investigation. The product returned for evaluation was one 20 ga x 0.75 in powerloc max infusion set. The returned product sample was evaluated and the following observations were made: ¿ a tear in the extension tube was seen at the interface of the proximal luer adapter the fracture surfaces of the damage contained striation-like patterns which were indicative of flexural fatigue based failures, which may have been a contributing factor to the extension tubing damage. Repetitive mechanical stresses such as twisting and kinking may have contributed to the observed event; however, it appeared that additional unidentified factors also contributed. The device is a supplied component and the supplier has been notified of this event. " h3 other text : evaluation findings are in section h.11.

Event description:
It was reported that nurse was flushing the line and the tubing near the clave connector split. Additional information received: the event did not involve an urgent or life-threatening medical situation. The break was discovered when the nurse was flushing the line. Normal saline was pushed when the leak occurred. Patient had to be deaccessed and reaccessed. Port access is a very stressful procedure for the pediatric population and caused unnecessary distress for the patient. There was no injury or negative outcome.

Event description:
It was reported that nurse was flushing the line and the tubing near the clave connector split. Additional information received: the event did not involve an urgent or life-threatening medical situation. The break was discovered when the nurse was flushing the line. Normal saline was pushed when the leak occurred. Patient had to be deaccessed and reaccessed. Port access is a very stressful procedure for the pediatric population and caused unnecessary distress for the patient. There was no injury or negative outcome.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and is pending evaluation. Results are expected soon.